Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that filter migrated and struts perforated. The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately nine years and two months of post deployment, a computed tomography (CT) abdomen and pelvis with and without contrast showed that an inferior vena cava filter was incidentally noted, with numerous struts seen perforated and extended beyond the caval wall. A strut was seen to extend through the pancreatic head and abutted the common bile duct (cbd). Around two months later, an attempt was made to remove the migrated g1 inferior vena cava filter noted with pancreatic penetration and the patient experienced upper abdominal pain. The filter was found to have migrated quite significantly into the pancreas, with multiple hooks identified within the pancreas. The right internal jugular vein was punctured with a 21-gauge needle with insertion of a 16-french sheath into the inferior vena cava. Subsequently, a 10-french sheath was inserted through the 6-french sheath. Wires were manipulated around the inferior vena cava filter. The tip of the inferior vena cava filter was then captured with the 10-french sheath, that allowed for manipulation of the filter. This manipulation allowed for straightening of the filter to some degree, but collapse of the filter into the 16-french sheath was as a whole removable. The amount of force required for removal was standard, with only minimal amount of fibrin. Post removal inferior vena cavogram did not reveal any abnormalities. Therefore, the investigation is confirmed for filter migration and perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.